Manufacturer narrative:
Results of a device eval will be filed in a supplemental report.

Event description:
Catheter inserted in (B)(6) 2012. It was observed that unk fluid leaked out of the insertion site when infusion via an IV pump (the infusion rate was slow as normal). However, it could not determine that fluid leaking was due to catheter leakage or pt's body condition. Then nurse placed a piv, leaking didn't occur in piv. PICC was remained but didn't use. After several days, when flushing with normal saline, leakage still occurred from the insertion site, so nurse had to remove the catheter.